Manufacturer narrative:
The reported event was confirmed as supplier related. The device had not met specifications. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the return sample noted one opened (with original packaging), used irrigation syringe bulb. Visual inspection of the sample noted blockage through the tip of the irrigation syringe. The device is considered out of specification. This was out of specification per inspection procedure which states, "dimensions must conform to drawing." A potential root cause for this failure could be inspection results (measurement, testing data) not verified by iqa assignee. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Single use. Do not resterilize. Do not use if package is damaged. Latex-free. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the suction port of the bulb irrigation syringe was blocked by something. So water was unable to be sucked out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the suction port of the bulb irrigation syringe was blocked by something. So water was unable to be sucked out.